Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Date of event has been estimated. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. (B)(4). (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during cardiac catheterization, the confianza pro 180 guide wire became lodged in the stent and was unable to be removed. The outside of the wire unraveled and the core of the wire was left inside the patient. This required surgical intervention to remove the guide wire. During surgery, the wire kept breaking and was removed in pieces. No additional information will be provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: based on the provided information, it was presumed that pulling force exceeding the product's design limit might be inadvertently applied while its distal portion was trapped by the stent strut and that force led to wire fracture; however, details could not be identified. The instructions for use (IFU) states: do not manipulate the guide wire through stent struts. Additionally, the IFU states: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. A lot history review revealed no anomaly relating to the reported event and no other similar product experience report has been received.